Event description:
It has been reported that a roze lift will raise, but is sticking when it goes down. The grandson of the end user states they are using the emergency release, and it is starting to fail. The end user was stuck in the lift for an extended amount of time and had bruising where the sling was by the time they were able to get her out of the lift.